Manufacturer narrative:
Zimvie complaint number (B)(4). . H6: additional h6- patient codes: 4755: swelling.

Event description:
It was reported that the implant at tooth site # 12 was removed due to peri-implantitis. Patient had come with pain, x-rays and exam showed infection. Patient will return in 3 months for a new implant symptoms as a result of the event: pain & swelling.